Event description:
While monitoring the patient with a pacemaker for an mr scan, glitched out and was unable to get a pulse oximeter reading. Nurse went in and readjusted the pulse oximeter to different fingers multiple times.